Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, patient experienced pericardial bleeding and physician had to explant the leads and terminate the procedure. No further patient complications have been reported as a result of this event.